Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to chronic dislocation of the head from the liner. A stem, head, liner and shell were revised. Rep reported that the surgeon wanted to add more version and stability to the construct. Patient was revised to a multi-hole shell, mdm/ adm liner construct, femoral head, and exeter stem.

Manufacturer narrative:
Reported event: an event regarding wear involving an omnifit stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: no product was returned for evaluation however photographs were provided. The photographs show a recently explanted stem, head and integrated shell and liner. Wear was observed on the stem. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: visual inspection of the provided photograph indicated that the stem is worn. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to chronic dislocation of the head from the liner. A stem, head, liner and shell were revised. Rep reported that the surgeon wanted to add more version and stability to the construct. Patient was revised to a multi-hole shell, mdm/ adm liner construct, femoral head, and exeter stem.